Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: (B)(4) says that hospital staff says that during ventilation they kept getting low oxygen alarms, patient was removed from the device and placed on another vent. I did ask if they had set oxygen limits manually selected and he said yes, may be a part of the issue. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: biomed says that hospital staff says that during ventilation they kept getting low oxygen alarms, patient was removed from the device and placed on another vent. I did ask if they had set oxygen limits manually selected and he said yes, may be a part of the issue. No patient harm or consequences.